Manufacturer narrative:
This MDR will be reopened and updated in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On 07/30/2024, zyno medical received a report from a customer that a pump infused medication faster than expected.

Manufacturer narrative:
Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. Events involving a faster flow rate are not reportable when flow rate accuracy is above +5% but below +15% specification. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #: (B)(4).

Manufacturer narrative:
This complaint is being reopened for pump evaluation due to the device being received. Pump returned on 08/12/2024. Analysis of the returned device was completed. The pump was tested with the testing protocol for flow rate. Service records were reviewed, and there was no indication that parts replaced during servicing caused or contributed to the reported event. During functional testing, the reported issue was confirmed. The flow rate deviation after a 20 ml infusion was 14.18% which is not within the passing criteria of +/-5%. There were no abnormalities observed during the infusion that would have caused or contributed to the event. The root cause for the is the pump being out of calibration. The flow rate offset will need to be calibrated to correct the issue. There was no clinical or impact health effects associated with this report. This complaint has been reviewed, evaluated, and determined to be a part of CAPA. Reference to complaint (B)(4).